Event description:
The physician was attempting to inflate a nc sprinter rx balloon in the lad artery. It is reported that the device was inflated to approximately 12 atms for post dilation, during the procedure, the balloon burst. It is reported that the wire may have contributed to the event. Another nc sprinter of the same size was used to complete the procedure. During delivery of the new nc sprinter the patient started coding. It is reported that the patient was revived after a couple of minutes and became stable.

Manufacturer narrative:
Evaluation, results: (procedural); no results available since no evaluation was performed (no device or procedural images provided). Inherent risk of procedure- (mi <(>&<)> failure to deliver device). Conclusions: inherent risk of procedure (mi <(>&<)> failure to deliver device); no device return. Unable to confirm complaint (no device or images returned). (B)(4).

Event description:
It is reported that the patient was suffering from restenosis in two previous unknown brand stents that had been implanted in the lad vessel. The physician implanted a 2.50 x 30 mm resolute integrity stent in the lad to treat the stenosis within the stents and between the stents. Physician then used an nc sprinter 2.5 x 21 mm to post dilate the stent. This was removed without difficulty. Then the previously reported nc sprinter 3.00x15 mm rx balloon was used to post-dilate a different part of the resolute integrity stent that was located in the proximal lad artery. This balloon was previously reported to have ruptured and burst. The technician and physician indicated that during the nc sprinter balloon rupture that air may have gotten in and this may have contributed to the mi event.